Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/20/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event d`escribed in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One suture-needle combination was received for analysis. During the visual inspection of the sample, marks likely caused by a surgical instrument were noted on the needle. The suture was examined, and the weld of the first loop was found to be detached. However, this mode of failure was probably caused by excessive force applied. As part of our quality process, the manufacturing records of this lots-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as on what caused the reported complaint. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the surgeon that the vag cuff w/ excision of anterior rectal wall, fixation loop came undone on first pass when pulling robotically. Surgeon opened vloc to complete task. The procedure was completed successfully with no adverse consequences for the patient. One device returning. Additional information was requested.